Event description:
A pt svc rep (psr) contacted zoll customer support while fitting a (B)(6) old male pt to report that the device continuously prompts to connect the belt, when the belt is inserted. The psr also reported that the belt does not fit securely into the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connect belt messages/belt will not stay connected) was confirmed. Upon eval, the trunk cable connected was cracked and the yellow ground wire was broken. The cause of the damaged ground wire is the cracked trunk cable connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged ground wire. The pt received a replacement electrode belt.